Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged.. The reader was de-cased for further inspection and no contamination, corrosion, or damage was observed on the printed circuit board. Power consumption test performed and was within specifications. No malfunction or product deficiency has been identified. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced a loss of consciousness and reported being able to self-treat. In addition, customer had contact with a healthcare professional who provided glucose (oral gel, injection) as treatment for the diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced a loss of consciousness and reported being able to self-treat. In addition, customer had contact with a healthcare professional who provided glucose (oral gel, injection) as treatment for the diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced a loss of consciousness and reported being able to self-treat. In addition, customer had contact with a healthcare professional who provided glucose (oral gel, injection) as treatment for the diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.